Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited loss of sensing and loss capture. A fluoroscopy and x-ray were performed and the rv lead was found to be dislodged. The patient then presented for a lead revision procedure. During the procedure, the physician attempted to retract the helix of the rv lead multiple times and was unsuccessful. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional: d10, h3, and h6.